Event description:
It was reported that the original procedure was a bilateral orthognathic surgery performed on (B)(6) 2013. The hardware was removed from the left side of the mandible on (B)(6) 2013 due to an infection. The type of infection was not provided and was not reported if it was product related. No broken hardware was reported. No new hardware was implanted. The procedure was successfully completed. This is report 4 of 7 for complaint (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Pt weight reported as 51.6 kg. Device was used for treatment, not diagnosis. Placeholder.